Event description:
It was reported that the pump touch screen was unreadable and that the battery was quickly depleting. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate methods for insulin therapy. No further information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.